Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was broken/damaged, unit will not charge and battery has been replaced. There was no patient involvement reported.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was broken/damaged, unit will not charge and battery has been replaced. There was no patient involvement reported.